Event description:
During the evaluation of the thermogard console (sn (B)(6) for preventative maintenance, the display screen remained dark upon startup, while the surrounding leds were illuminated, and the buttons and audio remained functional. No patient involvement.

Manufacturer narrative:
During preventative maintenance of the thermogard console (sn (B)(6), the display screen remained dark upon startup, while the surrounding leds were illuminated. The root cause of the observed issue was a damaged p11 connector cable, possibly caused by a technical error during the replacement of the display coin battery performed by the customer's technical personnel. Reconnecting the p11 connector is necessary to resolve the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn (B)(6).